Event description:
A wallflex biliary rx uncovered stent was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure in 2008. According to the complainant, during the procedure, the stent would not deploy. The procedure was completed with a different device (unk product and MFR). No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The 2008, 15-month wallflex biliary stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.